Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis. The patient's blood glucose increased to 400 mg/dl while he was off of the insulin pump; the customer removed the device to swim with the other kids. The customer was treated with an insulin/potassium drip and fluids. Troubleshooting was declined and the customer's blood glucose was fine. No products were returned and a replacement sensor was shipped to the customer.